Event description:
Event description guidant received information that during a follow up appointment, this implantable cardioverter defibrillator (ICD) system was not providing left or right ventricular pacing therapy. Interrogation displayed a message indicating a short circuit on the associated lead. Upon examination a burn mark was noted on the back of the ICD case.